Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it passed. A pairing test was performed, and it failed. A review of the share logs was performed and signal loss was not found within the investigation window. The allegation was confirmed. The probable cause is a defective transmitter. No injury or medical intervention was reported.